Event description:
It was reported that rv lead threshold had increased. Diagnostic imaging revealed externalized conductors. System will be replaced when ICD reach eri. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.